Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, the device battery voltage was low. The following day, battery voltage was measured at 2.875v and had an estimated 16 months remaining. The device remains in use. No patient complications were reported as a result of this event.